Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was most likely use related, as there were impella position in aorta alarms observed as per the clinical description provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support inserted from the left axillary, experienced impella in the aorta alarms. The medical team attempted to reposition the pump, however, the md decided to replace the pump with a new one inserted from the right axillary artery.